Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were stuck in the rewind complete loop. The customer reported pressing the act button several times, but the nothing occurred. The customer also reported the insulin pump was unable to exit from the rewind complete sequence after removing the battery for 11 minutes. The customer was not able to fill tubing. Customer's blood glucose was 16 mmol/l. The customer declined to return the insulin pump for analysis.